Event description:
Acct. Reports that the luer lock "came off during open heart surgery". States there was medication being given and the pt required further medication due to the delay having to change set.